Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there was pixel color change with the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a display with pinkish contrast. Auditory and vibratory features were operational. No tactile issue was observed with the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).